Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, the clip applier was put inside a 5mm short step trocar. A piece from within the trocar was observed on the clip applier by the fellow and attending surgeon. The clip applier was removed and the piece from the trocar was removed from the clip applier.